Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008276, in question was manufactured at the reynosa site. The lot 6008276 was manufactured according to the work instruction (wi) version 79, packaged in the machine multivac 12, on 23/jul/2024, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 4h04646 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 23/jul/2024, with a total of (B)(4) units. The lot 4h04647 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 23/jul/2024, with a total of (B)(4) units. The lot 4h04647 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 23/jul/2024, with a total of (B)(4) units. Gluing tubing DHR review: the lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 19/jul/2024, with a total of (B)(4) units. The lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 21/jul/2024, with a total of (B)(4) units. The lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 24/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment. Therefore, this issue will be monitored through the post market surveillance activities.